Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus, using peracetic acid. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4) as a result of the microbiological testing by (B)(4), unspecified microbes were detected from the sample collected from the subject device. (B)(4) checked the subject device and found the following. The distal end insulation test had failed. The augulation does not meet specification. The angulation control knob was loose. The adhesive of the bending section was detached, chipped, cracked, or had a burr. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, microbes were detected each time from the sample collected from the subject device. The user facility provided the number and type of microbes for two of three test results as follows. (B)(6) 2020. Pseudomonas aeruginosa (14 cfu). (B)(6) 2020. Pseudomonas aeruginosa (18 cfu). The device had been reprocessed with an unspecified automated endoscope reprocessor. There was no report of infection associated with this report.